Event description:
Reporter stated that caller from account reported that the unit was overfilling final container(s), based on the 500ml source container on station 3 containing approx. 200ml even though none of the 6 bags compounded were programmed to receive solution from station 3. There were no alarms and the account reportedly installs transfer sets correctly, not pre-stretching the tubing and turning rotors to seat the tubing. Five bags were discarded in the pharmacy. The sixth bag did leave the pharmacy. F/u call: sixth bag did leave pharmacy and was hung on an infant, but was taken down during the reporter's phone conversation with account. The pt reportedly received a total of about 20 ml from this solution. Apparently no sequelae for the pt. User advised not to use unit, which was swapped out and returned for evaluation along with transfer set (lot h96f18236). Bags, except one hung on infant, will be sent to lab. 10/28/96.

Manufacturer narrative:
The five solution samples that were returned were tested. They all contained varied amounts of aspartic acid and glutamic acid which possibly may have come from the trophamine which was being pumped into the bags. The cause of the overdelivery reported can not be determined since the compounder passed all performance test when evaluated.